Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose and diabetic ketoacidosis on (B)(6) 2017. The customer explained that his blood glucose was 300 mg/dl; he tried to correct, but it would not come down. He started vomiting and went to the hospital. Blood glucose at the time of the hospitalization was over 400 mg/dl. The customer was treated with insulin and IV fluid. The customer was wearing the insulin pump during the hospitalization. He declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.